Event description:
Customer reporting unknown number of false negative results using unknown lot number/s. The customer communicated the results were confirmed positive by molecular (pcr testing). Additional information was not available regarding number of patients or results.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.